Event description:
It was reported that an right atrial (ra) lead fracture was diagnosed by the physician. High and unstable thresholds, no capture and high impedance were also indicated. The lead was programmed off. Approximately three years later, an increase in impedance was noted on the right ventricular (rv) lead via remote transmission and a lead fracture was again diagnosed by the physician. High and unstable thresholds and no capture were noted. The patient's mother reported the patient to be asymptomatic at the time. Both the ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).